Manufacturer narrative:
Add'l info will be provided upon completion of the investigation by the manufacturer.

Event description:
The facility reported that the pt was being transferred from wheelchair to bed by two caregivers (one at the push handles of the lift and the other by the pt). The caregivers raised the pt in the lift (pt was positioned where his feet were pointed at the mast of the lift) and moved the lift to enter the bedroom when the pt tried to kick the caregiver pushing the lift. When the pt lunged to kick the caregiver with his left foot, the left shoulder clip of the sling detached, causing the pt to slide out of the sling. The caregiver tried to catch the pt, but was unable and the pt's head hit the floor. The pt lost consciousness and was taken to the ER and was given CT scans and pain medication. The pt sustained a small brain bleed and was admitted for observation for 3 days.